Event description:
The customer reported that the analyzer produced an unexpectedly high potassium result of 8.4 mmoi/l on a pt sample. Repeats of the same sample were 3.6 and 3.5 mmoi/l. A system enhancement was added to the analyzer to address this issue. There was no report of pt harm as a result of this occurrence.